Event description:
It was reported that the vacuum on the control module seems lower than normal, causing difficulty obtaining adequate samples. The procedure was completed using the unit with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the unquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable and vacuum pump replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable and vacuum pump replaced.